Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the device was returned in two pieces. The shaft was detached immediately distal to the rapid exchange (rx) bond. The shaft was also stretched distal to the detachment for a length of 4.5mm. The balloon showed no evidence of being inflated and no damage was noted to the balloon. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during preparation for percutaneous transluminal angioplasty treatment procedure a shaft detachment occurred. After unpacking the 4.0mm/1.5cm/140cm flextome monorail small peripheral cutting balloon the device broke into two pieces outside of the body while the physician attempted to remove the cover from the balloon. The break occurred with the shaft at the guide wire exit port. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during preparation for percutaneous transluminal angioplasty treatment procedure a shaft detachment occurred. After unpacking the 4.0mm/1.5cm/140cm flextome monorail small peripheral cutting balloon the device broke into two pieces outside of the body while the physician attempted to remove the cover from the balloon. The break occurred with the shaft at the guide wire exit port. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.